Event description:
Received report claiming while the end-user was using the smartdrive mx2+ device via a speed control dial, claims when rotating the dial back to the stand-by/neutral position, the device continued to drive which caused the end-user to collide into a curb resulting with the end-user losing positioning and falling to the ground where they sustained minor injuries.

Manufacturer narrative:
Report received by permobil ab indicated the end-user having attempted to stop the smartdrive device via the speed control dial but the device continued to run causing the end-user to collide into a curb and subsequently fall out of the seating to the ground. It was reported the end-user sustained some cuts to their legs and toes that were addressed by the district nurse. No serious injuries were incurred as a result. Due to an increase in reports of similar failures, a CAPA investigation, 24-015, was implemented. Investigation found an undesirable interaction between the circuit design and the new potentiometer over time. Further engineering analysis concluded that the new potentiometer's internal contact resistance was changing during use, and the circuit was overly sensitive to this change. The investigation also showed that the internal contact resistance of the previous potentiometers, used prior to august 17, 2023, did not change much over time when compared to the new potentiometer, concluding the root-cause for the failure was within the new potentiometer. As part of the CAPA, permobil has implemented a market correction, z-1116-2025, to address potentially affected components manufactured between august 17, 2023, through november 21, 2024. The DHR was reviewed, and the device was found to have met specification prior to distribution.